Event description:
New information received indicated that the dislodgement was confirmed via CT (computed tomography) imaging after noting loss of capture and that the device could not be interrogated. The device had migrated to the iliac vein.

Event description:
It was reported that the patient's leadless pacemaker dislodged post-implant procedure. The device was explanted. There were no patient consequences.